Manufacturer narrative:
Unit received with blank display due to damaged battery tube. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery test due to blank display. Unit received with scratched case, missing display window cover, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.